Manufacturer narrative:
This report is being amended to reflect changes in sections. Other devices used: catalog #42532007102, persona cemented stemmed tibial component, lot #62919352. Catalog #42540000032, persona all poly patella, lot #62820838 . Catalog #42500006202, persona ps cemented femoral component, lot #62806584 - manufactured by zimmer (B)(4). These devices are used for treatment. A product history search identified no other complaints for the related part and lot combinations. Primary operative notes indicate the knee was felt to be well-aligned and stable throughout the range of motion with the final components. No complications were noted. Operative notes from the complex wound closure indicate the patient had fallen directly on his knee one month out from the primary surgery. The notes indicate that the fascia and capsule were not interrupted. No devices were revised. The reported event appears to be due to the patient fall and not related to a device deficiency.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient experienced wound dehiscence during a fall and was treated with irrigation and debridement and complex wound closure.